Event description:
On (B)(6) 2014, the distributer contacted animas and reported no power to the pump. There was reportedly ¾ of battery life left and the pump powered off without warning. The vibratory and audible tone feature reportedly was not working on the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no power interruptions or evidence of short battery life observed in the black box. There was no damage found to the battery compartment or battery cap. The pump maintained electrical connection; there were no power interruptions or short battery life issues found during testing. All electrical current readings were found to be within specification. The battery indicator was tested and was found to be functioning appropriately. A ¿low battery¿ warning and a ¿replace battery¿ alarm were simulated. The pump emitted the appropriate battery warning and alarm and recorded accurately in the pump history in the correct time and order. There were no intermittent conditions found to the power circuit. There were no defects found with the device and the product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.